Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive sheath was observed leaking fluid from the hemostatic valve. Additionally, air was observed when aspiration was performed. The sheath was replaced with a similar device, all issues were resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that no visible abnormalities were noted during preparation to the sheath or luer. A pressure bag was used to irrigate the sheath at full pressure to start and then reduced to a flow rate of one drop per second. Only the dilator and guidewire had been inserted into the sheath at the time the leak was detected. The leak was characterized as a constant flow. Additionally, air was observed in the form of constant bubbles when using the aspiration syringe.